Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer's reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The thermal damage was found near the base of one of the grips. The instrument passed electrical continuity. There was no conductor wire damage observed. The root cause of this failure is attributed to mishandling/misuse. No images or videos were shared for the event. A review of the instrument log of the maryland bipolar forceps instrument (part # 471172-16 / lot # n10210426-0461) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system serial# (B)(4). For a benign hysterectomy procedure. There was 1 use remaining after this last usage and this last usage of the device was before the reported event date. This complaint is being reported based on the following conclusion: it was alleged that the maryland bipolar forceps instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter also sent report to FDA? Is blank because it is unknown if the initial reporter submitted a report to the FDA. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during central processing it was discovered that the tip of the maryland bipolar forceps instrument was burnt. There were no reports of patient injury. Intuitive surgical, inc. (Isi) contacted the initial reporter, but was unable to obtain any additional information.